Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), alleged to hear audible tones from this device due to high out of range shock impedance measurements. A commanded shock was performed, which showed normal impedance measurements. Feedback was requested to technical services, troubleshooting options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the increase in the impedance measurements had been a gradual rise. Additional commanded shocks were performed showing this increase in impedance. A lead revision was performed and at this time, the impedance measurements had reached 190 ohms. It was decided to surgically abandon the lead. This device was also explanted during the lead revision with no specific allegation and after ten years in service. This device is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b5: describe event or problem field.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), alleged to hear audible tones from this device due to high out of range shock impedance measurements. A commanded shock was performed, which showed normal impedance measurements. Feedback was requested to technical services, troubleshooting options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), alleged to hear audible tones from this device due to high out of range shock impedance measurements. A commanded shock was performed, which showed normal impedance measurements. Feedback was requested to technical services, troubleshooting options and further evaluation of the system was discussed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that the increase in the impedance measurements had been a gradual rise. Additional commanded shocks were performed showing this increase in impedance. A lead revision was performed and at this time, the impedance measurements had reached 190 ohms. It was decided to surgically abandon the lead. This device was also explanted during the lead revision with no specific allegation and after ten years in service. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: b2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H6: impact codes.